Manufacturer narrative:
The glidescope gvm video monitor and a glidescope avl video baton 3-4 were returned to verathon for evaluation. The customer also provided a video demonstrating the green lines. While green lines were verified to be present in the video provided by the customer; the technical service representative could not duplicate the reported green lines. The technical service representative noted physical damage to the video baton, including damage around the camera of the video baton, and that the cleaning cap was physically missing. In addition, there was physical damage noted on the video monitor housing. The physical damaged observed had no potential impact the image produced and could not cause the reported green lines. The image produced by the returned video monitor was stable and clear with good color rendition. The battery, the display window, and the back shell of the video monitor were replaced as part of servicing and due to the noted damage. The video monitor was returned to the customer. Upon review of the device history for the video baton, serial number (B)(4), it was determined that the video baton was manufactured on 02/15/2015 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual. As there are no repairs available, the video baton was returned to the customer as-is, with a letter stating the baton should be discarded / replaced. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during an emergency patient procedure, using a glidescope gvm monitor and a glidescope video baton 3-4, the video displayed began normal but switched to green lines covering approximately half the display. When the green lines were present the video produced was unusable for intubation, a video of the intubation attempt was provided by the customer. The customer stated that they completed the intubation using the direct intubation method, with only a short delay reported. No harm to patient or user was reported. Following the procedure, the customer was unable to duplicate the green lines.